Event description:
The following has been reported: at approximately 1:45 am this morning, an ER nurse was beginning to program a vancomycin infusion for first time (new user). Pump (B)(6) reportedly alarmed and flashed red. It was taken out of service. The biomed has the pump and has been working with it. It has been performing as expected. Simulated a vancomycin infusion, and when checked, it had been running for over half an hour without issue. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp would show a pump problem alarm when in standby or in operation. The investigation showed the som was locking up and the problem was following that specific som indicating a faulty unit. The logs recorded by the lvp showed multiple coherence msec tick failures suggesting the som lockup. Som failure can affect the fluid delivery and/or user interface functions. Failure modes are inaccurate flow and can't stop flow. Failure tracks som. A scar has been opened to address this issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure..